Event description:
Had used the device for about a month. Never had the device even got warm. This particular morning it was so hot, the second it hit my skin it burned. FDA safety report ID # (B)(4).